Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a wiring problem on the patient¿s cardiac resynchronization therapy defibrillator (crt-d) as reported by the patient advocate. The patient advocate stated that the device will be checked and thought that the wiring problem may be the reason why the communicator was not able to send the information to the physician. Attempts to ask for additional information were unsuccessful. The crt-d remains in service. No adverse patient effects were reported.